Event description:
It was reported that the right atrial (ra) lead exhibited oversensing and loss of capture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 6935m62 lead implanted (B)(6) 2013, dtma1d4 ICD implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.